Manufacturer narrative:
The root cause that ultimately lead to the broken 72mm logic activation wire was an improper surgical technique. The surgeon removed all of the mesh arms from the inferior half of the stationary and moving plate on the right side distraction implant. This caused an unstable construct since the implant was only attached to the mandible on the superior side of the distractor. Per the investigation of a previous complaint, the surgeon did this to be able to position the device as low on the mandible as possible. It is unknown, but perhaps the surgeon did not feel there was sufficient volume of bone to place the distractor securely. If so, this condition is contradictory to use of the implant per the labeling. The technique of removing the entire mesh arm of either plate section is not allowed per the IFU and stg for the logic jr. Distraction system. The labeling states to place screws into multiple mesh arms on both sides of the osteotomy. If there are only 2 arms on the stationary plate, and only two arms on the moving plate, if one mesh arm is removed from each plate, then it is no longer possible to "place screws into multiple mesh arms on both sides of the osteotomy". This is the second broken distraction wire reported which was implanted by the same surgeon in the same pediatric patient this year. The surgeon "altered" i.e. Removed the lower mesh arms, in the logic jr. Distractor, right 52mm, in both the original complaint, as well as in this complaint. This is confirmed by x-ray and reported by the sales representative. By removing the lower mesh arms, the plate is not sufficiently fixated to the mandible, therefore the rotation of the activation wires translated into creating a bind of the moving plate against the guide instead of moving the mandible forward. Putting the activation wire in a bind is known to possibly breaking the wire. The lot number for the device was not provided, so no review of the DHR could be performed. The review of ncrs and capas did not identify any internal non-conformances or investigations for this device within the last two years. The review of complaints identified two other complaints. The review of the logic jr. Failure modes and effects analysis covers the risk of a broken activation wire. It rates the risk as a 3 (serious) and has a final risk rating of "high". Much of the same information and warnings are listed in the logic jr. IFU, and the logic jr. Stg. Those warning include: contraindicated in those cases where there is an inadequate volume or quality of bone to place the distractor securely. Failure to follow implantation instructions may cause patient harm or device damage. Distractor must be fixated with a minimum of 2 screws on each side of the osteotomy and the screws should be placed in multiple plate arms. System is not intended to endure excessive abnormal functional stresses. When fixating the stationary plate of the distractor, place one screw in each mesh plate. Then place screws in remaining plate holes. Fixate the moving plate of the distractor 2mm from the osteotomy. Screws should be placed in multiple plate arms. This issue will be monitored through routine trending.

Event description:
On (B)(6), a new distractor and activation wire was implanted to replace the wire that previously broke. On (B)(6), dr. (B)(6) informed the sales representative that the most recent activation wire broke. He said it occurred 2 or 3 weeks prior. The patient was placed under anesthesia and the all pieces of the distractor and wire were removed. The patient is doing good now.